Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high and low blood glucose levels. The customer's blood glucose levels was 33 mg/dl and 500 mg/d at the time of the incident. It was reported that the customer accidently delivered a normal bolus but she meant to do a dual. The customer was treated with a glucagon and carbohydrates. The customer declined troubleshoot for the high and low blood glucose levels. The insulin pump will not be returned for analysis.